Event description:
Additional information received reported that the patient had an MRI, but the results were not provided. Neither the pump nor catheter had been replaced as of the date of this report.

Event description:
It was reported that the patient's pump was shut off due to end-of life on (B)(6) 2012. It was stated that the reporter knew that the pump was reaching its end-of-life, but the patient didn't have it replaced due to financial issues. The dose had previously been decreased to help wean him off of it. The system was delivering morphine. About one year later, it was reported that the pump had not been replaced due to an insurance issue. At the time of report, the physician was attempting to aspirate from the catheter access port (cap) prior to performing a dye study. The dye study was to check the catheter for patency before the pump was replaced. It was stated that the drug was not aspirated out of the catheter when the pump shut itself off. The attempt to withdraw cerebrospinal fluid or drug was unsuccessful. It was also stated that fluoroscopy was being used and showed that the needle was in the cap. It was noted that the needle was patent because the physician had previously withdrawn some adipose tissue with a "little pinch of pink." Later that same day, it was stated that the reporter suggested ordering an MRI of the thoracic and lumbar spine to check for a granuloma as a conservative measure. The reporter also thought the failure to aspirate may be due to there being nothing in the catheter. It was also seen that, when printing the event log, the date was displayed as 2-9-2077 and dated back to 2076.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8840. Product type: programmer, physician. (B)(4).

Event description:
Additional information was received. It was reported that the patient had not had any therapy since the pump went into end-of-service. It was indicated that the physician was planning on replacing the pump, though when there was an attempt to aspirate the cap to check the catheter patency, they had been unable to aspirate. At the time of report, the pump had contained saline.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).